Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to keypad traces. The pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump properly connected to one touch ultra-link glucose meter. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons became unresponsive. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.